Event description:
Customer reported that when pressure is on the sensor there is a continuous alarm tone. The issue was discovered during setup. There was no patient contact reported.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product revealed when the floor sensor was plugged into an in-house alarm and pressure was applied to the floor sensor the alarm sounded as it should. However as pressure was applied to different parts of the sensor the alarm did not always activate the alarm to sound. (B)(4).